Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the health care professional instructed the patient to increase stimulation today, however, the patient was not able to feel stimulation and was wondering what the direction was. It was stated that they were able to use the controller and the communicator and was able to increase stimulation. It was confirmed that yesterday at 0.1, the patient was very sensitive to the stimulation but today they increased stimulation to 1.0 and the patient was not able to feel the stimulation. The patient was redirected to their health care professional. Additional information was received. It was reported that the patient had not seen any improvement since implanted. They had met with a manufacturer representative for reprogramming 3-4 weeks prior, but it still was not working. The caller stated the doctor told the patient they had a hard time getting the 'module' in the place they wanted for permanent im plant. They then suggested they turn it off and not use it. It was noted the patient was working with their doctor. No further complications were reported or anticipated.